Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)( 2025. It was indicated that the patient exposed components to CT scan, which is off-label usage of the device. On (B)(6) 2025, the patient¿s cgm was consistently reading high mg/dl and had been for the past three days. During this time, the patient was experiencing ¿brain fog¿ (confusion) and was unable to manage her medtronic insulin pump (non-integrated insulin pump) correctly. The patient also had a history of memory issues, so the patient¿s spouse treated her with insulin injections based on the high mg/dl cgm values. The patient¿s husband called her doctor and informed them of what was happening, and it was advised that she be taken to the emergency room. Once at the ER, the patient¿s bg meter reading and blood work showed the patient¿s bg levels were lower than what the cgm was displaying, however, the specific bg meter reading was not specified. The patient was admitted to the hospital. The patient was treated with losartan and loperamide; she also had a CT (computed tomography) scan done. She was discharged home two days later. The patient was ¿doing well¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.